Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the communication failure occurred because the anesthesia device had been connected to an incorrect network port and had a faulty communication sled. The field service engineer resolved the issue by replacing the communication sled, replacing the cord and backup battery, locating and connecting the device to the correct wall network port, and confirming restored connectivity with the pyxis system and proper drawer operation. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and there was an error icon of disconnected mode on the top of the screen. User tried troubleshooting but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.